Manufacturer narrative:
Without the actual device and lot number unable to determine the cause of the break. The break was at the location of the spine.

Event description:
It was reported that the endotracheal tube was secured after intubation without incident. Post intubation, endotracheal tube was found to be have moved from original position. During assessment of the device, the plastic fastener piece on securement device was found broken. This required a new tube to be placed with new securement device.